Manufacturer narrative:
(B)(4). Physio-control provided the customer with a replacement device. Physio evaluated the customer's device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer advised that their crew arrived to find an unconscious (B)(6) male at the side of his bed. CPR protocol was started by the crew and continued throughout the event. During the resuscitation attempt the customer reported that their device powered off four (4) times by itself. The device did provide two no shock advised decisions during the event, in between the reported losses of power. A second crew arrived with a backup device which was then used to continue patient care. The outcome of the patient is unknown. The patient was down for an unknown amount of time prior to the first responders [the customer] arrival, which was approximately 4 minutes and 5 seconds after being dispatched. The customer also advised physio that the device's battery had 2 bars on the display and that they did not observe anything abnormal with the device prior to the event.

Manufacturer narrative:
After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Physio-control removed the battery plug wire harness assembly for further examination. Physio determined that the cause of the reported issue was that the battery contact surfaces located on the assembly had worn down to the point where they were no longer conductive. This lack of conductivity led to the device's loss of power which was experienced by the customer.

Manufacturer narrative:
Recall on supplemental medwatch 003 indicates: 3015876-01/04/2017-001c. Recall number of supplemental medwatch 003 should indicate: 3015876-01/06/2017-001c.